Manufacturer narrative:
Case report: kinomoto t., yamada t., wakahara y., kurahashi t., kusumoto y., yamaguchi t., sueyoshi y., hirao m., hosui a., hiramatsu n. ¿a case of eosinophilic gastroenteritis caused after the use of seprafilm¿. Nihon shokakibyo gakkai zasshi. The japanese journal of gastro-enterology. 2022;119(5):459-465. Doi: 10.11405/nisshoshi.119.459. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient underwent a total hysterectomy due to a right ovarian tumor in which seprafilm was used. It was further reported 47 days post-operatively, the patient was admitted to the hospital due to abdominal pain and subsequently diagnosed with eosinophilic gastroenteritis. The patient was treated with oral steroids for the event. The patient outcome was reported as "symptoms improved quickly". No additional information is available.